Event description:
The dentist reported that 1 month after the dental implant was installed in intraoral region #8 it was verified its non osseointegration. 45 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type iii), bone graft was not executed.